Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
While the call center was assisting the customer in troubleshooting the device, it was noted an error 90007 (self test failure - pacer or defib) was noted in the logs. There was no patient involvement.